Event description:
It was reported that the insulin pump alarmed button error after getting a little wet. The blood glucose reading was 269 mg/dl, which was treated with manual injections. The customer stated that she had been on a cruise and that the insulin pump began not to respond to button presses. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage inside insulin pump noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.